Event description:
It was reported that the pump was replaced on (B)(6) 2015 due to the pump not working. No patient symptoms reported. The pump was used to infuse clonazepam and morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019 additional information was received from the patient. It was reported that the patient's hcp passed away before their pump "died". The pump lasted from 2007 to 2014. The patient stated they were stuck with the beeping pump. The patient stated they walked around with a beeping pump for a very long time, "it took almost a year".